Manufacturer narrative:
Approximate age of device: 2 years, 2 months. Manufacturer's investigation conclusion although a root cause for the driveline fault alarm captured in the log file cannot be conclusively determined through this evaluation, it appears to be consistent with a potential compromise in the driveline. The replaced portion of the driveline was returned measuring approximately 19¿. Approximately 5¿ of the outer jacket, bionate and metal shielding were removed prior to receipt of driveline, exposing the underlying wires. Evaluation of the driveline did not reveal any signs of damage to the outer silicone jacket and underlying bionate layer. Electrical continuity testing did not reveal any signs of discontinuity or shorts. Breakdown of the metal shielding was identified 2.5¿ from the controller connector. No breaches due to fatigue failure or abrasion were identified. Manipulation of the wires did not reveal any signs conductor fracture or degradation. The driveline was submerged in a saline bath for high potential testing to check for any current leakage through the wire insulation. No breaches were found. The evaluation did not reveal any issues that would have contributed to the events captured in the log file. The driveline was not entirely returned.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced drive line fault alarms. It was recommended that the customer swap out the primary controller. The drive line fault alarms discontinued; however, shortly after the exchange, the patient experienced intermittent low flow and pump off alarms with continuous rpm drops to the low speed limit. The patient complained of dizziness during the low flow event. The patient was connected to the console using an ungrounded patient cable. The patient's log files were submitted for review. Technical services reviewed the submitted log files and multiple pump stoppages along with low speed operations were observed. On (B)(6) 2018, an external percutaneous lead repair was performed to resolve the issue.